Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited an unspecified diagnostic anomaly. Further information was requested but not yet received.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator exhibited a battery longevity estimate anomaly. No intervention was performed. There were no patient consequences.